Event description:
Treatment of an aneurysm. It was reported the pipelines were flattened and twisted during deployment. The issue was resolved by manipulation the device. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipelines involved: model: fa-71425-35 / lot: 9466797 - dom: 7/18/2011 - exp: 5/1/2014, model: fa-71450-35 / lot: 9466809 - dom: 7/18/2011 - exp: 5/1/2014, model: fa-71450-30 / lot: 9466943 - dom: 7/18/2011 - exp: 5/1/2014. (B)(4).